Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit's display is dark in the bottom left corner. The display assembly was replaced to correct the issue. The issue with the unit's display was discovered during testing. This complaint was created to address the issue with the unit display. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.